Event description:
The patient reported that the patient was experiencing a loss of therapeutic effect. Event date: (B)(6) 2015. The patient had relief for 2 weeks following implant. She was currently at 2.4 v of stim on program 2. Stroke was noted. Event date: (B)(6) 2015. The patient had a stroke and was in the hospital. Cause of stroke was some kind of clot and that is all she knows. The patient had a stroke many months ago as well before she had the interstim therapy. The patient has lost all bladder control. The patient did not who she was for 2 days following stroke. Patient services observed the patient had slow and slurred speech on call. Grammar correction: the patient stated she did not who she was for 2 days following stroke. Patient services observed the patient had slow and slurred speech on call. Should read: the patient did not know who she was. Program 2, adjusted to 2.6. (B)(6) 2015 - pt called back. The patient was confused because she was instructed by patient services to increase stimulation to help bladder symptoms. The patient stated her husband contacted the doctor and the doctor instructed the patient to turn off implantable neurostimulator (ins). The patient was getting conflicting information. The patient stated she turned ins off today. The patient stated interstim worked perfect until the stroke on sunday. The patient stated she will soon be transferring to a rehab center in her home town and will try to meet up with the interstim doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0srpx, implanted: (B)(6) 2015, product type: lead. (B)(4).